Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer's representative) rep). The patient receives baclofen (unknown), hydromor phone, and bupivacaine (unknown dosages and concentrations) via an implantable infusion pump for non-malignant pain. It was reported that pump logs showed a motor stall recovery on (B)(6) 2025. It was reported that the motor stall was about 40 minutes. No other motor stall events were found. The patient denies having had magnetic resonance imaging (MRI) at that time. Monitoring for additional stalls was reviewed with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative stating that the cause of the motor stall was unknown. No further information was reported.